Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant in a multi-fenestrated atrial septal defect. It was reported the largest fenestration was 8mm. The device was introduced through the largest fenestration, measuring 8mm, to occlude all associated fenestrations. During deployment in the left atrium, the distal disc had a bulbous deformation. It was reported the device was then removed from the patient, and an attempt was made to reconfigure the device with warm water. The deformed device was never released from the delivery cable while inside the patient and there was no report of any interaction with cardiac structures during deployment. The device still re-formed the bulbous deformation during a test outside of the patient and a decision was made to replace the device. It was reported the physician used an amplatzer sizing balloon to enlarge and make a singular fenestration for the replacement device, a 16mm amplatzer septal occluder, as there was not a second 30mm occluder or another cribriform on hand. The 16mm amplatzer septal occluder was successfully implanted in the patient with no adverse patient consequences. There was no kink/angulation noticed in the delivery cable. The patient remained hemodynamically stable throughout the procedure. It was reported there was a 25min clinically significant delay in the procedure that could have led to potential adverse events but there was no report of serious injury due to the delay.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a video was received from the field and a video appeared to show device deformation. However, it could not be confirmed as there was no bulbous deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 9f delivery sheath was used, there was not any angulation or kink in the delivery system was noted, and there was not any interaction with cardiac structures during deployment. The cause of the reported incident could not be conclusively determined. Please note, per the amplatzer pfo occluder instructions for use, "indications and usage: the amplatzer¿ pfo occluder is a percutaneous, transcatheter occlusion device intended to close all types of pfos (i.e. Classical as well as those with aneurysm of the septum) in patients with a history of stroke or transient ischemic attacks (tias) diagnosed by echocardiography with right-to-left shunting during the valsalva maneuver.".